Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) to occur as a result of high out of range right ventricular (rv) lead impedance measurements, measuring greater than 2000 ohms. In addition, noise was present with no reports of oversensing. The clinic notified the patient and recommended the patient be seen in the emergency room. Technical services (ts) was consulted and offered programming and troubleshooting options. Subsequently, the patient presented to the emergency room where their device was interrogated by a boston scientific representative and further troubleshooting and programming was performed. The device system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) to occur as a result of high out of range right ventricular (rv) lead impedance measurements, measuring greater than 2000 ohms. In addition, noise was present with no reports of oversensing. Technical services (ts) was consulted and offered troubleshooting and programming options. Subsequently, the device was reprogrammed. The device system remains in service at this time. No adverse patient effects were reported.